Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using a ruby coil lp and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance in the introducer sheath and was stuck at the friction lock. The hospital technician and physician attempted to advance the ruby coil lp past the friction lock using varying hand positions on the introducer sheath but were unsuccessful; therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.